Manufacturer narrative:
(B)(4).

Event description:
Reported by the complainant as follows: 4 of the luer lock connectors have cracked in use (when the syringe is inserted). On another occasion ,the luer lock connector detached from the tube completely and was found in the baby's cot. The baby was not harmed, but could be a potential choking hazard.